Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages. Reportedly, the cartridge was filled with approximately 200 units of cold insulin. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer loaded a new cartridge successfully and resumed insulin delivery.